Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse replaced the gray connector and tested the unit. The equipment was repaired and verified according to the original equipment manufacturer's instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
It was reported the gray connector on endoscope reprocessor was broken. No patient involvement or impact to patient care was reported for this occurrence.

Manufacturer narrative:
This supplemental report is being submitted to provide the initial reporter's position and the results of the manufacturer's investigation. The initial reporter's position was provided by the customer on 20aug2021. The following fields were updated with the initial reporter's position. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is likely user applied stress accumulated over time or the connector was impacted by a hard object. The IFU contains the following statements that may help detect a broken connector: "check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents". Olympus will continue to monitor the field performance of this device.